Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. Customer stated that they treated high blood glucose with manual injection. Auto mode was active at time of event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer performed high performance test and they pass the test. The insulin pump will not be returned for analysis.